Event description:
Serious injury involving one person. A report was received for a patient who had worn focus night and day lenses for three months with no prior adverse incidents. The patient contacted the reporting o.d. To report they had been diagnosed by their m.d. In 2002 with a superior non-sterile ulcer. They did not complain of pain or discomfort throughout the incident. Culture report provided by m.d. To reporting o.d. Indicated pseudomonas aeruginosa as the causitive agent. M.d. Prescribed ciloxan for treatment and on follow up visit the ulcer had resolved with no symptoms and minimal scarring at the 1:00 position. Patient is wearing new lens and is presently experiencing good acuity and comfort. They have discontinued use of ciloxan.